Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facscalibur¿ basic sensor unit sheath sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: sheath filter leaking was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Sheath. What is the source of leak/spill? (Waste or non-waste line) non-waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facscalibur basic sensor unit, part # 343020, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a spray of fluid not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 09feb2021 to 09feb2022. ¿ complaint trend: the only complaint related to a spray of fluid not contained within the instrument for this part number within the date range is this one. Date range from 09feb2021 to 0feb2022. Manufacturing device history record (DHR) review: DHR part #343020, serial # (B)(6), file # (B)(4) / (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn fitting. The customer had initially reported a leakage from the sheath filter and sent pictures to verify. The tsr (technical service representative) assisting the customer confirmed the leakage and sent them a replacement sheath filter assembly (pn 02-61366-00s). The customer was able to install the sheath filter assembly with no issue and the instrument was reported to be functioning as expected. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the leakage was reported to be in the form of a spray, the customer confirmed that the fluid that leaked was sheath, which is non-biohazardous, and did not come in contact with the customer. No one was harmed or injured due to this incident, and the instrument was not being used for clinical diagnoses at the time of this event. Proper daily and monthly cleaning and maintenance can help in maintaining an optimal system, and can be found in the bd facscalibur¿ instructions for use, 23-12911-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2002. Defective part number: 02-61366-00s - saline filter assembly - service. Work order notes: subject / reported: sheath filter leaking. Problem description: sheath filter leaking. Work performed: sent the customer a sheath filter assy. 02-61366-00s. Cause: cracked fitting on the sheath filter assy. Solution: replaced the sheath filter assy. 02-61366-00s, instrument is performing properly. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 342973-01ra, rev. 01/vers. A, bd facscalibur failure mode and effect analysis was reviewed. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. Item: sheath filter 80-30038-07. Function: filter sheath. Potential failure mode: caught at installation. Potential effects of failure: sheath flow rate or time delay errors. Potential causes/mechanisms of failure: fitting problem. Current controls: facscomp co #1147e500301. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Initial sev: 5. Initial occ: 3. Initial det: 3. Rpn: 45. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn fitting. Conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a worn fitting. After reporting the issue, the customer sent pictures of the sheath filter. The tsr assisting the customer identified the cause of the leakage to be a worn sheath filter fitting and sent the customer the part. The customer was able to install the part with no issues and the instrument was reported to be functioning as expected with no further leakages. No one was harmed or injured, and no further leaks occurred. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while running bd facscalibur¿ basic sensor unit sheath sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: sheath filter leaking; was there a fluidic leak or spill? Yes; 1.was there spray of fluid under pressure? Yes; 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? Yes. 4. What was the fluid that leaked/spilled? Sheath. 5. What is the source of leak/spill? (Waste or non-waste line) non-waste; 6. Was the customer exposed to blood or bodily fluids? No; 7. Was there any physical harm to the customer as a result of the leak no.